Event description:
Rec'd tubal ligation at medical ctr. Bowel perforation occurred during surgery and was hospitalized and off work for 6 weeks due to event. Channel 41 here asked reports like this to be submitted to this agency for investigation of instrument used. Unsure of exact date of surgery.